Manufacturer narrative:
Insulin pump received with broken reservoir tube lip, missing reservoir tube o-ring, missing retainer, cracked keypad overlay, pillowing keypad overlay and scratched case. Insulin pump p-cap test reservoir does not lock in place properly and unable to perform the displacement test due to the missing retainer and broken reservoir tube lip.

Event description:
Information received by medtronic indicated that the retainer ring was missing. Troubleshooting was done for damage. Customer stated the insulin pump had neither been bumped nor dropped. The customer stated that the reservoir did lock into place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.